Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a failed battery test alarm. The customer¿s blood glucose level was unknown. The customer stated that insulin pump rejected new battery. The customer also reported that scratches on the screen and patient can no see the fine print. The customer stated that battery cap was damaged. The customer stated that buttons were wear and tear and insulin pump gives the no delivery alarm. The insulin pump will not be returned for the analysis.